Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
During an ice procedure, the system came up with an error message system stating that the system will shutdown to prevent further damage. The investigation is in process.

Manufacturer narrative:
Root cause: when the retuned x300 pe power supply was investigated, it was not reproduced during additional aging and on-off test. All of the manufacturing tests passed, so the cause of the reported issue could not be identified. During log investigation, the system was working as intended to prevent patient injury and equipment damage by shutting down. Test result is confirmed as abnormal, no action is taken.